Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced one occurrence of failure code 49 on the display. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device has been received by baxter, and the condition was confirmed. This is an ancillary service event opened during investigation of another condition. The cause was determined to be a defective main battery. To correct the condition, the main battery was replaced.